Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted; however, the lens would not stay in place, the doctor was unable to reposition the lens, and therefore, had to remove it. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The results show all dimensions are within specification. The complaint related test is the dimensional inspection performed at lens generation. The results show all dimensions are within specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). There was no patient injury and the patient was stable when discharged. Another lens, model zma00, was used as a replacement lens. Corrected data: date implanted was reported as (B)(6) 2016, the correct date of implant is (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.